Event description:
It was reported that a physician trained in the use of the proglide device attempted an arteriotomy closure of the common femoral artery after either an interventional or diagnostic procedure. Reportedly, several events for the last several months (exact timeframe is unknown) occurred where the physician experienced difficulty removing the proglide device or a suture break occurred. The devices were removed and hemostasis was achieved using manual compression or a second proglide device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: reported that several events occurred over an unspecified timeframe. Date is estimated. A suture break can be caused by a number of factors including, but not limited to too much tension applied, or the suture was nicked. This may have been a contributing factor to this event, but cannot be confirmed. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. In the absence of the device for evaluation, a possible cause for difficulty in removing the device cannot be determined. The lot history record (lhr) for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis.